Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris IV tubing developed balloon while in the channel. Alaris pump alarmed "channel error". Balloon occurred in soft area that is protected by blue plastic for priming." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
The photo provided by the customer confirms a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris IV tubing developed balloon while in the channel. Alaris pump alarmed "channel error". Balloon occurred in soft area that is protected by blue plastic for priming." An incomplete date of event of (B)(6) 2019 was provided. It's unknown if this occurred during patient use, or what fluid was in the set at the time of the event. There was no patient harm.

Manufacturer narrative:
Additional information provided: patient info. Additional patient information- patient was ordered- "sodium choloride 3%, ns infusion, norepinipherine 4 mg in d5w 250ml, nicardipine 20mg in 200 mlns, potassium chloride in water 20 meq/100 ml ivpb 20 meq, albumin human 25% IV soln 25 g"

Event description:
It's unknown if this occurred during patient use, or what fluid was in the set at the time of the event. There was no patient harm.